Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system was not able to get their magnetic resonance imaging (MRI), as the right ventricular (rv) lead exhibited a gradual rise in high out of range pacing impedance measurements, measuring greater than 3000 ohms in the bipolar configuration. Technical services (ts) noted that programming was configured to unipolar pacing. The patient will continue to be monitored. At this time, this rv lead remains in service, and no adverse patient effects were reported.